Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had received multiple inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation with rapid conduction in the ventricle. A signal artifact monitoring (sam) episode was also observed with oversensing of noise. The crt-d system was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had received multiple inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation with rapid conduction in the ventricle. A signal artifact monitoring (sam) episode was also observed with oversensing of noise. The crt-d system was reprogrammed and remains in service. No additional adverse patient effects were reported.